Manufacturer narrative:
Hemi-chorea and hemi-ballismus are known side effects listed in the information for prescribers. The adverse event was received with limited details from a poster presented at a conference. The investigation of this incident has not yet been completed and this report will be updated following a finalized investigation. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
Following focused ultrasound treatment on the right side for essential tremor on the left hand, the patient experienced hemi-chorea and hemi-ballismus.